Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade l". Later healthcare reported "superior herniation". This record is for left side. The device was explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade l". This record is for left side. The device remains implanted. Device will not be returned.